Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address hip dislocation. It was stated that his hip broke which implanted the same surgeon on the same hospital. The patient's initial pinnacle 62mm od x 40mm ID +4 10 degree constrained liner was replaced with a pinnacle 62mm od x 40mm ID +4 neutral constrained liner. The initial 40mm +5 biolox delta ts femoral head was also replaced with a matching 40mm +5 biolox delta ts femoral head. Update (B)(6) 2017: additional information. That the patient had a fractured constrained liner. This complaint was updated on jul 19, 2017.